Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that information in the pump's load history was incorrect. Reportedly the pump indicated that the customer performed a fill cannula step, but the customer maintained that they did not fill the cannula. Blood glucose level was 260mg/dl. Reportedly, the customer declined troubleshooting and declined to upload the pump data logs for investigation.